Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) reactive alinity (B)(6) combo on a sample that tested (B)(6) with another method when processing on the alinity I processing module. Sid (B)(6) (male) generated alinity(B)(6) combo reactive of 10.09, 1.32 s/co, second repeat nonreactive of 0.07 s/co. The sample was tested in another lab with another method with a (B)(6) result. No other patient information. No impact to patient management was reported.

Manufacturer narrative:
Service deemed the likely cause for the issue was the valve, manifold, dispense 2 way due to trigger valve in the process path leaking. The valve, manifold, dispense 2 way was replaced , resolving the issue. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the valve, manifold, dispense 2 way. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the alinity I serial (B)(6)verifies no subsequent issues have been reported related to discrepant results post service intervention. No non-conformances or potential non-conformances applicable to the current complaint were found for the valve, manifold, dispense 2 way. An adverse trend is not identified for the valve, manifold, dispense 2 way. A review of the alinity I product monitoring found no adverse trend of the alinity I with regards to the current issue. No product deficiency was identified.